Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, lot# n271642, implanted: (B)(6) 2011, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted:(B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that right after thanksgiving the patient was in a car accident and then it started not lasting as long in between charges. The patient did not know if he tweaked something or what. Now there was a communication problem and an implantable neurostimulator (ins) over discharge was suspected. The patient could not get any coupling boxes and saw the reposition antenna screen. This had been happening for a couple weeks. The patient was at his pain management doctor and advised him to contact a manufacturing representative (rep). The patient last felt stimulation 4 weeks ago in (B)(6) 2015. It was noted programming training for the patient was ineffective because he was still under the effects of anesthesia. It was later reported that the patient met with a rep and they succeeded in doing the reset and now there was a power on reset (por). The rep was going to clear the por in 2 days and then the patient could start using it again.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient, prior to getting his device, had an original injury with his c3, and c4 herniation back in 2001. Then a wall came down on him on a construction site in 2005 that made it worse. The patient stated that he needed stimulation for his neck because his arm and head are killing him. His neuropathy got messed up pretty bad and actually got a bruise on his spine from the first accident. The second accident made it worse. The patient said he had surgery to take the disc out of his neck in 2002 in which the nerves were entrenched in his muscular neck because he was a wrestler, a weightlifter, and a career carpenter when he got out of the navy. The patient got dysphagia because they had to move his voice box, during a surgery in 2002, so his voice changed. He could not swallow food and was choking on bread, pizza, cake, and anything with a doughy consistency. The patient's hands trembled because of his back and had bad migraines in his neck. In addition the patient's arms and head were killing him. The symptoms occurred prior to implant but got worse after the car accident on (B)(6) 2014. The patient had a cat scan and x-ray and everything looked like it was connected. The patient let his ins go down and could not start stimulation. The patient put the belt on and went to charge the device but did not get the squares on the bottom. The patient said that someone did something with the programmer then gave him instructions. He had to push two buttons and then had to wear the belt for 4 hours. He got the black boxes in june when he met the patient again. It was told for him to go home and get the patient programmer (pp) but the car dealer threw it away, so he told him to call patient services to get a one time pp replacement. They will meet on aug 26 and try again when he has all his gear. It was mention that after the (B)(6) 2015 car accident, the charge was not lasting as long.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having problems with his lower back and may need an MRI. The patient mentioned he was having pain at the ins battery going into his hip. The patient stated the hcp may do a myelogram to see if the patient may have sciatica. The patient mentioned the issue began in (B)(6) 2014 when he was rear ended, stating the pain has been present around ins ever since, and the patient is unsure if battery shifted and is now sitting on a nerve or something else. No further complications were reported.